Event description:
Boston scientific received information that this right ventricular lead displayed a high pacing impedance level of greater than 2000 ohms in addition to rising pacing thresholds. It was believed that this anomaly was likely due to a fracture on the distal coil. The lead was explanted and replaced at a recent procedure. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.